Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 573 mg/dl. The patient experienced nausea. She treated via insulin pump bolus. During troubleshooting the patient was unable to complete a 5-unit prime: there were only three or four tiny drops of insulin at the end of the tubing. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specifications, and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Multiple fixed primes of 5.0 were programmed using a water filled test reservoir. All units were delivered properly, and were also recorded in the history. The low reservoir alert functioned properly during testing. No unexpected low reservoir alarm was noted during testing using a water filled test reservoir. The pump was received with a cracked case at the display window corners.